Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009, and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent surgery due to urinary retention after mesh placement on (B)(6) 2009. The patient was seen three time post surgery for urinary retention, post void dribbles, and inability to evacuate her urine. The mesh was stretched in the office within the first week without a good result and the patient continued to have high post void residual. The patient was brought back to the operating room and underwent release of mesh along with a diagnostic cystoscopy on (B)(6) 2009. It was reported that the patient underwent surgery for urine removal on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced chronic urinary tract infection.

Event description:
Details: it has been reported that following insertion the patient experienced chronic urinary tract infection.